Event description:
Pt ordered propofol as continuous drip by critical care md. Per policy this medication needs to be infused using the drug library entry in the infusomat pump. When nurse was setting up pump, it was discovered that the concentration of the propofol was incorrect in the drug library (10 mcg/ml in pump-should be 10 mg/dl). This was reported to pharmacy, and per mutual agreement this program was overridden and medication infused as "ml/hr". Nm/dqm/cco/nurse supervisors notified of situation. B. Braun notified of error and will send rep out in one week to correct program in all pumps. Pt never received incorrect amount of medication in this situation. Dual authentication of medication being administered occurred and event is a near miss.